Event description:
Patient was admitted to treat erosion pocket and infection of pacemaker and leads. Devices were explanted and patient was treated with medical intervention on (B)(6)2025. Lead was capped as physician was worried about extraction due to lead age. The entire system was explanted due to infection and erosion of pacemaker and leads. With infections, it is normal for the full system to be explanted or removed from service. The lead was capped due to both the infection and erosion and the age. It did not appear there was any delay in procedure mentioned. Procedure completed and expected to fully recover.

Manufacturer narrative:
The lead remains in service for approximately 26 years, 6 months based upon the event date (B)(6)2025. No lead was returned to oscor inc. For evaluation, as it remains in service/implanted/capped; however, a complaint notification was provided. Based upon the implant date of this lead (B)(6)1998, the device history record is beyond oscor's record retention period. Based on the information provided by the supporting documentation, patient was admitted to treat erosion and infection of pacemaker and leads. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. This complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.